Event description:
It was reported to philips that the system was not starting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure, which was aborted, and it was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. To resolve the reported issue, the fse performed a full installation of the software. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.